Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on march 25, 2022 to locate metal piece form the sensor. Customer reported that the sensor broke inside the body. Customer reported the introducer needle was no longer in the body. Customers blood glucose value was unknown at the time of incident. Customer was treated with local anesthesia, ultrasound and xray. The device will not be returned for analysis.